Manufacturer narrative:
The investigation into the console purge disc/flag issues has been completed. The console was returned for evaluation finding visible damage to the console purge assembly. The purge disc retainer was completely broken off confirming the reported failure mode. Data logs were reviewed that revealed case wizard was not completed due to the inability to detect purge fluid. Therefore the root cause of the reported purge disc/flag issues was due to a broken purge disc retainer and purge flag.

Event description:
The us complainant had an impella cp that was caught under the papillary and was being repositioned but, the pump came across the valve and was unable be re-deliver. The cp was explanted and replaced without any harm or injury. During investigation of this incident, the team analyzed the automated impella controller and found the purge disc retainer to have visible damage.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.